Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 17, 2018 that a flexiva ID 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on an unknown date. Reportedly, the laser unit used was a p120 moses console. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber broke upon removal from the patient. There were no reported fiber fragments that fell inside the patient. The procedure was completed with the same flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva ID 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken and measured approximately 245 cm from the top of the connector to the break. The remainder of the fiber including the tip was not returned. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.  A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on an unknown date. Reportedly, the laser unit used was a p120 moses console. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber broke upon removal from the patient. There were no reported fiber fragments that fell inside the patient. The procedure was completed with the same flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.